Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they had been having some issues charging their implant and were not able to charge their implant. The patient said the controller acted like it was charged up, but when they tried to use the paddle on their back, they got nothing out of it, and they were not feeling stimulation. The patient mentioned they were in the hospital for a few months and didn't have access to the equipment. The reason for the hospital stay was unrelated to the stimulator. The agent had the patient reset the controller. The patient confirmed no visible damage to the controller battery pins, battery pack, or to the recharger. The agent had the patient check for the battery information but screen displayed no device found. The patient attempted to initiate a recharge session to their implanted neurostimulator, but got no device found (16). The patient pressed recharge and entered passive recharge mode (prm). The patient got 73-73-73 on the trying to recharge screen. The agent advised the patient to continue with the prm and call back if the issue persisted. When asked for the event date, the patient stated that they were in and out of the hospital and they didn't use the device while in the hospital and the issue started prior to that. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.